Event description:
It was reported that post stent implant the patient experienced an allergic reaction. The 2.5 x 12 mm promus element plus mr stent was implanted (B)(6) 2012. Within days of the implant, the patient exhibited side effects of diarrhea that persists until today, and also a rash that covers his entire body accompanied with intense itching. The patient's lower legs and feet are swollen and he developed a feeling of chills which continues throughout the day. The patient has seen four different specialists - gastro / allergist/dermatologist/cardiologist. The medication was changed and the allergist administered medrol twice with the symptoms subsiding within days. The allergist did not want to continue the medrol due to the long term side effects. Patient had multiple test which were negative. The patient still has the symptoms until today.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).